Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump was tested with no prime/fill anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not required medical treatment at that time. The customer reported that the pump sets 0.1 units of insulin, sometimes insulin drops, and sometimes no insulin drops out. The insulin pump will be returned for analysis.